Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient¿s trial only lasted 4 days because the lead was ¿pressing on the sciatic nerve¿ and causing pain. It was stated that the healthcare provider stopped the trial and implanted the permanent system on the opposite side. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 3889, serial#: unknown, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator for non-obstructive urinary retention. It was reported that the patient felt discomfort in her lower back and it was agonizing. The patient reported that she was re-admitted to the hospital. Decreasing the stimulation did not resolve the discomfort felt in the lower back. On (B)(6) 2018, it was reported the patient was feeling a tasering/shocking in her lower back near one of her incisions. The patient noted that the sensation was not as the same as fluttering or tingling and was worried she may have pulled out a stitch or was bleeding leading or causing the discomfort. However, it was noted that everything looks intact but has some bruise at the incision site. The patient was told by her healthcare professional that she was combative during the incision, which may have led to the bruising. It was also noted that the urologist will be visiting her on the day of the report to discuss treatment options. There were no further complications or anticipations reported with this event.